Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the subject device was manufactured over 15 years ago, a review of the device history record could not be performed. Based on the results of the investigation, it is likely that an image was not displayed due to faulty charge-coupled device (ccd). As to the cause of the faulty charge-coupled device (ccd), it is likely that it was broken because internal water immersion occurred due to watertightness leading to failure of the cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no image was confirmed which was due to a faulty charged coupled device. The additional evaluation findings are as follows: kink/knot on cable, water leak test failed from cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition autoclavable camera head had no image. There were no reports of patient harm.